Event description:
It was reported that the insulin pump alarmed no delivery and a bent infusion set cannula was found. The blood glucose reading was 353 mg/dl. The customer advised that the alarm was resolved by a complete infusion set and reservoir change. He complained of discomfort and drowsiness as symptoms of high blood glucose. He requested to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.